Manufacturer narrative:
The product was discarded at the site. Therefore, we were unable to confirm the reported issue or investigate the root cause of the issue. The exact location of the leak is unknown. It is unknown if the reported issue is related to a manufacturing issue or a result of handling of the device prior to use. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that a hole was found in the tubing during flushing of the pruitt f3 carotid shunt. The issue was found during prepping prior to insertion into the patient; therefore, it was not used. A replacement device was used to complete the operation. No injury was reported to the patient.